Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a loss of fluid column and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, but prior to the deploying the gripper line, the physician removed the clip delivery system (cds), causing a delay in the procedure. The gripper line remained in the steerable guide catheter (sgc). In an attempt to remove the gripper line, an eight french sheath was inserted into the sgc. It was then noted that the sgc did not hold column. Air was noted in the device and aspiration was performed to removed it. The sgc was removed and the gripper line remained in the anatomy. To remove the gripper line, a mullins sheath was inserted into the mitral valve and over the gripper line. The gripper line was then able to be flossed out without difficulty. An additional clip was implanted, reducing mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported steerable guide catheter (sgc) leak (loss of fluid column) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, but prior to deploying the gripper line, the physician removed the clip delivery system (cds). The gripper line remained in the steerable guide catheter (sgc). In an attempt to remove the gripper line, an eight french sheath was inserted into the sgc. It was then noted that the sgc did not hold column. Air was noted in the device and aspiration was performed to removed it. The sgc and sheath were removed, but the gripper line remained in the anatomy. To remove the gripper line, a mullins sheath was inserted into the mitral valve and over the gripper line. The gripper line was then able to be flossed out without difficulty. An additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.